Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, 64 sterile/unused devices with lot # 5032541 were returned and 10 were successfully tested with no anomalies noted. H11 correction: testing of sterile unused devices was inadvertently left off of the prior report. Therefore, update to mfg narrative.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique prior to a watchman procedure via an 8f sheath. Reportedly, ten proglide cuff misses [suture retrieval issues] were noticed. The watchman procedure was completed. Hemostasis was achieved with a figure of 8 stitch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.